Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, it was reported that the audio bolus button was intermittently unresponsive. This complaint is being reported because the issue remained unresolved at the time of trouble shooting. There is no indication that the product issue caused or contributed to an adverse event

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 23-jul-2019 with the following findings: during investigation, the audio bolus button was found to be intermittently responding; the bolus button slug was misaligned. Unrelated to the complaint, the keypad was found to be intact; no damage or peeling was observed. During investigation, all of the keypad buttons were intermittently unresponsive to button presses. The keypad was removed and contamination was found on the button contacts. Also unrelated the complaint, the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.